Event description:
Customer reportedly noted the apl valve pressure on the gauge increased more than expected. There was no reported pt injury. Investigation/conclusion: the apl valve was replaced and returned to the mfg site for investigation. The valve was tested, and the reported complaint could not be duplicated.